Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. The reported grand slam guide wire was returned for evaluation with the soutenir microbasket. The returned grand slam guide wire was found fractured at approximately 12mm distal to the proximal solder (set at 37mm from the tip for the purpose of fixing the outer coil onto the core). Proximal to the fracture end, a bend was observed and part of the outer coil was found largely loosened. Microscopic observation of the wire fracture end found that the core and the outer coil were fractured almost at the same site. Each fracture end of the core and outer coil was twisted and had a flat fracture surface, inferring that accumulated torsion had contributed to the fracture of the core and the outer coil. A wire fragment was found caught by the returned soutenir microbasket. The wire fragment was removed from the soutenir microbasket for observation. The removed wire fragment was about 30 mm long. The core of the wire fragment was found fractured proximal to the mid solder that was set at 25mm from the tip. The outer coil was fractured at approximately 5mm proximal to the mid solder. The ball tip was found attached on the very distal end of the fragment. As seen on the proximal side, traces of fracture by accumulated torsion were observed at the fracture ends of the core and the outer coil on the distal side. Measurement of the returned guide wire and resemblance of the fracture ends confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the grand slam guide wire might have been deflected by stress generated with the manipulation of the dca catheter. Consequently, the grand slam guide wire could be interfered by the dca catheter and rotated together with the rotational part of the dca catheter. As the generated torsion would have accumulated and exceeded the product design limit, the wire tip was fracture. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states. Warnings: do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. Malfunction and adverse effects: separation of the guide wire.

Event description:
It was reported that debulking by directional coronary atherectomy (dca) was performed to treat a heavily calcified 90-99% stenosis in the left main trunk (lmt). When the balloon of an unspecified dca catheter was inflated and debulking was performed, the catheter became stuck with an asahi grand slam guide wire and the wire tip became detached. The tip fragment was retrieved with an asahi soutenir microbasket. The procedure was then resumed and was successfully completed with reestablished blood flow achieved by stenting. There were no complications associated with this event in the patient.